Event description:
It was reported that the pt, a post operative laparoscopic assisted vaginal hysterectomy case from 2002, underwent a diagnostic laparoscopy. A cartridge was found and removed. The pt is in good condition without consequence from this surgery.